Event description:
It was reported to medtronic neurosurgery that during the operation, the device was found to be leaking. According to the report, a new device was used. The report stated that there was no impact to the pt.

Manufacturer narrative:
The returned valve was not patent. This precluded siphon, reflux, pressure-flow and pre-implantation testing. The device did not meet the specifications for leak testing due to a tear in the top of the cassette housing chamber. It is unk how or when the damage occurred. The instructions for use that company the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. Proteinaceous debris was observed in the interior of the valve. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." All of our valves are 100% tested at the time of manufacture.